Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2011-05597. The pt received her scs system on (B)(6) 2011 including two percutaneous leads (from different lots). It was reported the pt was no longer receiving stimulation. A diagnostic check was performed and revealed invalid contacts. As a result, one of the leads was explanted and replaced. Stimulation was regained post-op. The explanted product will be kept by the explant facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.